Event description:
During removal of a rectal polyp, insulation on the cautery tip extender split, resulting in arcing and a small skin burn to the abdomen. The surgeon said no treatment was necessary.